Manufacturer narrative:
The inner member broke between the balloon tip seal bond and distal bond but remained intact to the device. Recurrence of the malfunction could lead to loss of guide wire position resulting in prolongation of the case. In addition, an overflow lifting was observed at the distal bond. Recurrence of the malfunction could result in a mild vessel injury or a portion of the device retained in the patient, which may result in surgical intervention. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. (B)(4). The angiosculpt device was returned for evaluation. Visual examination found an inner member break between the balloon tip seal bond and distal bond. A portion of the balloon was lodged inside the severely stretched transition tubing and an overflow lifting was observed at the distal bond. Based on the lab analysis, it is probable the user applied some degree of force resulting in the inner member break. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
Upon removal from the patient, the scoring element detached from the distal end of the balloon.

Manufacturer narrative:
The patient codes and device codes were not included in the initial MDR.